Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 37791, product type recharger. Product ID (B)(4), serial# (B)(4), product type: recharger. Analysis of the 37751 recharger (serial #: (B)(4)) found the recharge board was corroded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back syndrome. It was reported that the patient noticed that charging became more difficult a week ago. The stimulator was interrogated the day of the report and was stated to be discharged and to charge now. The antenna locate feature was done as well as a physician mode recharge was started as the company representative believed it may be in overdischarge (od). The representative was informed this was not an od because the patient had felt stimulation the night before. It was then stated the antenna cord was frayed and the connector pin seemed loose to the recharger. When the patient tried to charge they would get the ¿start charge¿ screen. The patient wanted a new 37751 as well. Upon return of the 37751, the recharge board was corroded and replaced. The recharge antenna was damaged by chewing marks like a dog. Additional information received from the rep reported that the patient received the new equipment and was ecstatic and "everything was working beautifully".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.